Event description:
A site representative reported that while in a cranial resection procedure, the reference frame was not being tracked by the navigation system camera. The site moved the navigation system camera closer to the surgical field to resolve the issue. The surgeon completed the procedure with the use of the navigation system. This issue was reported to have caused approximately an hour delay to the procedure.

Manufacturer narrative:
On (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed.